Manufacturer narrative:
New information was received and is filed in this report: additional: if follow-up, what type, device manufacture date. Correction: date of report, brand name, PMA/510k. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change in previously reported event.

Event description:
Investigation results are now available.

Manufacturer narrative:
DHR-review: ref#: 01.00189.146. Lot#: 16268951. Yield: 19. Delivered: 19. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fractured instrument event description: it was reported that during regularly trial, the instrument broke. Nothing fell in patient. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the trial head has been returned for an investigation. It shows some signs of usage on the outer surface. Several scratches can be found over the complete outer surface. The inner surface shows light scratches over the complete surface as well, especially, on the inner surface of the flanks. One out of the six flanks has broken off and is missing. The broken off flank has not been returned for investigation. Review of product documentation: inspection plan reviewed: characteristic no.40 feature sulene-ppsu with scope of testing: 100%. Means of inspection: visual. Characteristic no.42 feature functional test with scope of testing: 100%. Means of inspection: gauge. Conclusion summary: it was reported that during regulary trial, the instrument broke. Based on the returned product and the given information the complaint could be confirmed. Further, based on the distinct signs of usage, it can be assumed that the device has been used extensively. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). The instrument has been manufactured in 2016. In case of extensive usage and repeated cleaning and sterilization cycles over several years some material degradation cannot be excluded. Further, the application of a high or a wrong directed force may lead to the fracture of the device. Therefore, based on the given information and the results of the investigation, the most likely root cause for the fracture of the instrument is a excessive use in combination with high forces applied on the instrument. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is cleared for u.s. Distribution under exempt. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the adapter for trial head fractured during surgery. No surgical delay or patient harm was reported. Attempts to obtain additional information have been made; however, no more is available.